Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due error 23138. The system was tested and verified as ready for use. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure using an xi system, user informed the technical support engineer (tse) about recoverable errors on universal surgical manipulator (usm3), which kept locking up and could not be recovered. At the time of the call, the user had already decided to convert the procedure to a traditional laparoscopic approach because all arms were needed. The system was not connected on-site at the time of the call. A procedure delay was reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, the 23138 error was found on axis 1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23138 error was present during power up. The usm was then installed onto a patient side cart fixture test platform (pftp) where the sensors check failed on degree of freedom (dof2), replicating the reported event. Failure analysis was able to conclude that the yaw searchlight printed circuit assembly (pca) was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.